Manufacturer narrative:
E.1. The customer's address is unknown. (B)(4) USA has been used as a default. H.6. Investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd safetyglide¿ needle was blocked during use. The following information was provided by the initial reporter: ¿we have been having a problem with the 25gx1 inch bd safety glide needles ref 305916 lot 2024138, when we put them on a syringe and try to push air out they do not move, it's like they are clogged.¿